Event description:
Thread fractured. Implant placed during placement hex on top of implant striped and could not be adjusted or removed and had to be cut out of the bone.

Event description:
Thread fractured. Implant placed during placement hex on top of implant striped and could not be adjusted or removed and had to be cut out of the bone.